Manufacturer narrative:
In the follow-up MDR section h6 medical device problem code was inadvertently not populated with code 2339. Therefore, this supplemental filing is to correct section h6. The following section has been updated accordingly: section h6: medical device problem code: 2339. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional details received states that lens was partially inserted, there was no patient injury and no user error was there. The procedure was completed successfully using backup lens. Also the lens was returned for evaluation. The following fields have been updated: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 8/25/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned, and a torn iol was observed at the base of a haptic. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while the surgeon was attempting to insert a z9002 model intraocular lens (iol) into patient's operative eye he noticed a tear in the haptic. There was no medical intervention required. The surgery continued as expected and there was no problem. Also it was stated by the scrub technician that she did not know if the tear was already there or if it happened when the doctor was attempting to insert into eye. There was patient contact. No further information available.